Event description:
During repositioning and rezipping the delivery coil system (dcs) shaft broke however was not separated. There was no pt injury reported. This product will be returned for evaluation and testing.